Event description:
The customer reported a haze coming from their unit and a light smell of oil in their room. Attempted to contact the customer who was not available, potential employee impact unk. The asp field service engineer went to the facility to repair the unit.